Manufacturer narrative:
A boston scientific technical services consultant documented the reported clinical observations. The physician may be upgrading this patient to a bi-ventricular device. Therefore, there is no immediate plan to revise this lead until they decide if the patient will be upgraded. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was admitted to the hospital after a fall. Device interrogation revealed the lead safety switch (lss) had been triggered on the right ventricular (rv) channel due to a pacing impedance greater than 2500 ohms. Additionally, there were numerous episodes of noise and low r-wave measurements. The physician decided to leave the lead in unipolar configuration for pacing and sensing. The patient has heart failure, but is not device dependent and the physician does not believe the fall was due to a pause in pacing. The patient had a sinus rhythm of 75-90 bpm. No adverse patient effects were reported.